Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: difficult to deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted an ateriotomy closure after a diagnostic procedure. After attaching the clip applier, the physician could not advance the thumb advancer to split the sheath. The procedure was discontinued and hemostasis was archieved by manual compression. There was no reported adverse patient sequelae. Though requested, no additional information was available.